Manufacturer narrative:
This report filed 2/4/09.

Event description:
Per the audiologist, during the activation of the device, there was no connection to the internal device. Exchanging the external equipment did not solve the problem. An x-ray determined the magnet was in correct position. The use of retainer disks was recommended. In 2008, extra magnets were used but did not stay in place. There was still no communication with the internal device during the integrity test. In 2009, the pt was seen again for an integrity test and the dr injected the site. Even with the transmitting coil staying in place, there was still no communication with the internal device. The pt's device is planned to be explanted the following month, and the pt will be reimplanted with a new device during the same surgery.